Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 55 mg/dl. Customer had high blood glucose level over 500 mg/dl. Customer stated that the insulin pump was not turning on. Customer stated that the insulin pump had blank display. The insulin pump will not be returned for analysis.